Event description:
Lead trends also show a substantial increase in variability in lvtlvr impedances. Had been trending in the ~300 ohm range and stable, but recently the impedance has increased as high as 2000 ohms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).